Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.

Event description:
It was reported that "continuous cardiac index (cci) value decreased from 3.0 liters to 2.5 liters during cco measurement during use. The expected value was unknown, but the value shown on the monitor was unexpected. Error message was not observed on the monitor. The sample of tracing was not available. It is unknown if there was any occlusion, leakage or kink noted on the catheter. There were no patient complications reported.

Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation with a non-edwards contamination shield seated on the catheter from 50cm to 90cm. The contamination shield was removed from the catheter for evaluation. The thermistor was submerged in a 37.0c water bath and read 37.0 c. The catheter ran cco in 37.0 c water bath on vigilance I and vigilance ii monitors for 5 minutes with no error message. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of the thermal filament circuit measured within specifications at 38.38 ohms. Both thermistor and thermal filament connectors were opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the catheter body or returned syringe was observed. Balloon inflation testing was performed using the returned syringe with 1.5cc air. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint could not be confirmed during the evaluation. No evidence of a manufacturing nonconformance was noted. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.